Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump was inadvertently dislodged by the staff. As the pump was already scheduled to be removed later that day, the decision was made to skip troubleshooting, and the device was explanted. Additional information was provided that noted the family withdrew care and the patient subsequently expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, the root cause of the positioning issue was use issue as the impella was dislodged earlier. This report is being filed as part of a retrospective review of historical records.